Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the numbers on the insulin pump's screen automatically went up during a bolus. The insulin pump eventually alarmed button error. The customer reverted to an old insulin pump. Customer's blood glucose level was 15.4 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioned properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. No digits moving up, ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.